Event description:
On (B)(6) 2012, the reporter contacted animas to report that the keypad buttons on her pump were not always responding to button presses. The reporter stated there was no physical damage to the keypad and there is no evidence of moisture in the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn and the rubber keypad was intact. The up and contrast buttons were unresponsive and the down and ok buttons responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.